Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient was admitted to the ER (emergency room) on (B)(6) 2015 in baclofen withdrawal; the plan was to admit her to the hospital once they had a bed available. The patient had underdose symptoms of tachycardia and increased spasticity with the location noted as ¿body.¿ a catheter issue was suspected as the pump had been replaced due to normal battery depletion 1 year ago. A revision was planned for (B)(6) 2015. The surgeon would evaluate the catheter and pump system at that time. The patient status was reported at ¿alive-no injury.¿ the device system was delivering baclofen (2000 mcg/ml at 954.8 mcg/day); the brand of the baclofen was unknown. On (B)(6) 2015, the patient was taken to surgery. The pump logs were read; no motor stalls were recorded. The pump was removed from the patient. The catheter was then disconnected from the pump. They aspirated the catheter and were able to aspirate greater t han 1ml of fluid. A dye study was performed under fluoroscopy and confirmed there was no issue with the catheter. A .01ml bolus was performed over 1 minute on the may stand while the catheter was not connected. They did not see fluid dripping from the pump. They repeated a .01ml bolus and still did not see fluid dripping from the pump. They flushed the cap (catheter access port) with air to confirm no blockage. A small amount of fluid came out of the port. They performed a .3ml prime over 19 minutes and no fluid came out of the pump. The physician decided to replace the pump. On the back table, approximately 1cc was pulled from the pump reservoir; the pump logs noted that 15.1ml was left in the pump. The cause of the volume discrepancy was unknown. The new pump was filled with lioresal, the pump dose was reduced to 200 mcg/day, and the patient was kept in the hospital. The patient remained in the hospital over the weekend and the dose was increased up to 250 mcg; she was also on a small amount of oral baclofen. As of (B)(6) 2015, the patient had recovered without sequela.

Manufacturer narrative:
Additional information was received on 2017-apr-10 regarding analysis. Analysis of the pump had been completed. It was noted that the pump logs revealed no anomaly and therefore not requiring this pump to be put through full destructive analysis as per lab process. There was no change to the previous analysis findings. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, "in the office, there was no difficulty cannot speak to what happened at time of acute event". Per the clinic, "if she had only been filled with 1 ampule, should have withdrawn earlier; had a few days of intermittent hallucinations prior to hospitalization".

Manufacturer narrative:
Analysis of the pump found no anomalies. The pump logs were gathered and no anomalies were noted. An x-ray was taken of the pump reservoir because of the possible issue with aspirating or filling of the pump, but the x-ray did not show any anomalies. The pump passed dispense testing. Destructive analysis of the reservoir and fluid path was done; no residues or anomalies where found during the inspection of the reservoir and fluid path.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.